Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with mdrs 3005168196-2013-00134, 3005168196-2013-00135, and 3005168196-2013-00136. These mdrs were submitted previously based on information from (B)(4). Information regarding the device malfunction was not reported until (B)(4) 2013 and was not reported in the original patient procedural report.

Event description:
Physician noted that the neuron max catheter was kinked when it was removed from the packaging and was not used on this patient.